Event description:
Two patients with discrepant calcium results reported. Patient 1, male, initial result 6.9 mg/dl; repeated twice giving 7.8 mg/dl (different analyzer) and 8.3 mg/dl (same analyzer). The field service representative determined a damaged water supply tubing to be the cause and he replaced the tubing. Performance tests performed which were within specification.

Event description:
Two patients with discrepant calcium results reported. Patient 2, initial result 6.2 mg/dl, repeated giving 7.9 mg/dl (different analyzer). Erroneous results were not reported. The field service representative determined a damaged water supply tubing to be the cause and he replaced the tubing. Performance tests performed which were within specification.